Event description:
The patient called the office stating that his ICD was beeping, advised patient to send in a carelink transmission which showed noise on the rv lead indicating a possible fracture of the lead. The patient was then advised to come into the office. The patient was scheduled for an explant two days later. The lead was explanted and a new lead implanted. The patient did really well. ====================== health professional's impression======================the fracture in the lead caused the ICD device to think pt was having or have had some ventricular arrhythimas leading to a possible shock from the device.

Event description:
The patient called the office stating that his ICD was beeping, advised patient to send in a (B) (4) transmission which showed noise on the rv lead indicating a possible fracture of the lead. The patient was then advised to come into the office. The patient was scheduled for an explant two days later. The lead was explanted and a new lead implanted. The patient did really well. ====================== health professional's impression======================the fracture in the lead caused the ICD device to think pt was having or have had some ventricular arrhythimas leading to a possible shock from the device.